Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 250 mg/dl. Customer unable to troubleshoot due to past event and customer reverted to loaner insulin pump as set changed did not resolve the issue. The customer was advised to call when alarm reoccurs in order to troubleshoot. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.